Event description:
Caller reported an occlusion alarm, which occurred multiple times, but cts was unable to verify the alarm number in pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration, with no need for further assistance. Case was closed by cts.